Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported her daughter was receiving a calibration error on her insulin pump. The mother also reported that her daughter's blood glucose was fluctuating. The daughter's blood glucose was 41 mg/dl. The mother stated her blood glucose was treated with juice and protein. The mother stated she had cleared the calibration error alarm. The mother was advised to monitor the insulin pump. No additional information provided.